Event description:
It was reported that the patient has been hearing noise similar to "static" or "a woman's voice" that sounds "like a conversation" or a high pitched tone at times, when lying down in bed. This has been occurring for about a month, in two different bedrooms. The patient has checked electrical items in the rooms, and questioned if the pacemaker has audio or could be relaying or "reflecting" noise from another source. Patient reports that wife and daughter have heard the noise as well. Patient was referred to doctor. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.